Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. A year ago, the user suffered a head trauma.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Further measurements are planned.

Event description:
Hearing performance with the device is affected. The user had a head trauma a year ago.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The re-implantation took place, but the device has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The user had a head trauma a year ago. The user has been reimplanted.

Event description:
Hearing performance with the device is affected. The user had a head trauma a year ago. The user has been reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.